Event description:
It was reported to boston scientific corporation that an alliance ii integrated inflation system was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6)2009 (patient over (B)(6)). According to the complainant, during the procedure, the syringe gauge failed to register a reading. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).